Event description:
Complaint: (B)(4).

Manufacturer narrative:
It was reported by customer to the authority that 21fr arterial cannula was dislocated during ECMO. It was reported that there was harm, hematoma, but no death. The complaint was directly reported to the authority to health and youth care inspectorate ministry of health since the head perfusionist reported that the incident probably had no relation with product. The patient was an obese patient where cannulation was very challenging. The reported issue was not immediately reported to manufacturer because the customer believed that the problem had no relation with product but with the procedure itself. Getinge representatives contacted the customer for further clarification. Customer explained that they did not reported the complaint to getinge facility since they suspected that the complaint is not necessary because there was no product failure. In addition they suspected that the cause is to be found in the way the cannula was handled during the repositioning of the patient. The product was not available for the manufacturer getinge since the customer performed an investigation in-house. The investigation results were received. According to the hospital investigation, they confirmed that there is no product failure. It was reported that during the case the chosen cannulation solution for an obese patient was not adequate. The cause of the reported failure 'dislocation of cannula' was user(r) error. Based on these investigation results the reported failure could be confirmed but no product related malfunction occurred. The lot number of the affected product was not be provided. Therefore device history record review could not be performed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4112.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported by customer to the authority that 21fr arterial cannula was dislocated the during ECMO. The patient condition is asked but unknown at this moment. The head perfusionist reported that the incident probably has no relation with product itself. Complaint: #(B)(4). This complaint was submitted as a malfunction by the factory on sept 27 2021. Additional information was received on oct 26, 2021- "there was harm, big hematoma, no death" hence an importer emdr is now created.

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.